Manufacturer narrative:
Additional information provided in h.3. And h.10. The product was not returned for analysis. Photo review: the returned photos show a pre-loaded device. The plunger is retracted back to mid nozzle. The lens appears to be stuck at the tip of the nozzle. Based on our observation of the attached photo, the lens appears to become stuck in the tip of the nozzle. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens got stuck in the end of the introducer. There was patient contact but no patient impact. The surgery was completed the same day.